Manufacturer narrative:
Per similar complaints and quality engineering risk analysis (qera) resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issue on 04/16/2010. Per specs, "insure correct inside diameter and outside diameter of tubing" and, "confirm surface of sheath is free of excessive denis, bumps or scratches." In addition, the instructions for use (IFU) cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight," as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device was returned in a used and damaged condition. The sheath separated approx 36cm from the hub with evidence of excessive elongation. The point of separation is thinned, elongated and jagged. A lengthy portion of the coil is elongated. The distal portion of the composite (tubing/coil) sheath was not returned. As advised in the pt IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. Although 100% inspected for sheath size and integrity, the sheath separated approx 36cm from the hub with evidence of elongation. Review of the device history record was unable to confirm any out of spec condition in mfg. As advised in the pt IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per qera, there is insufficient risk to require add'l corrective action at this time. We will continue to monitor for similar complaints and have verified the affectiveness of implementing the described corrective/preventive action.

Event description:
Difficulty was encountered when attempting to remove the flexor raabe guiding sheath from the pt. The coil in the sheath uncoiled and a portion of the braid detached and remained in the pt. The pt was sent to operating room to have the braiding removed. The fragment was removed from the pt. The pt is fine and has not experienced any adverse effects due to this event.